Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A replacement cable and pump were sent to resolve the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.